Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incont inence. The reason for call was patient stated that they went on a trip on a ship and as they entered the united states, their bladder stimulator was turned off due to security using a wand on their ins, and they don't know how to turn it back on. Patient said they know their stimulation is turned off because they are peeing on themselves. Agent assisted patient with checking therapy settings. Patient navigated to my therapy and noted that therapy was turned on. Agent reviewed therapy setting with patient. Patient opted to increase stimulation. Patient will continue to monitor symptoms. Stimulation confirmed and comfortable. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their implant was not working and they were leaking still. Patient requested assistance with turning stimulation up. Agent assisted patient with increasing stimulation. Stimulation confirmed and comfortable. Redirect to hcp if issue persists. Patient will continue to monitor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they've had some leakage problems ever since the security staff at a store used a security wand to screen the patient for weapons. The patient said the security wand was placed all over their body twice. Agent had the patient connect to the ins during the call and they confirmed therapy was turned on. Agent reviewed considerations for therapy settings and patient decided to increase amplitude. Patient confirmed they could feel stimulation after increasing amplitude. Patient will maintain amplitude and continue to monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had put their device in their big purse so they could use it to fix the mentioned problem in the nearest bathroom. Patient stated this had happened to them when they flew to new york for christmas. Additional information was received from the patient. They reported that their implant was not working and they were leaking still. Patient requested assistance with turning stimulation up. Agent assisted patient with increasing stimulation. Stimulation confirmed and comfortable. Redirect to hcp if issue persists. Patient will continue to monitor.